Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The lead was repositioned and resumed normal functions. The patient was asymptomatic throughout the event.